Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. There was a low voltage power supply outside of optimal voltage. Adjusted low voltage power supply. Issue was resolved. Performed system checkout. Unit then operated as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system is not exposing any x-ray with either the hand switch or foot pedal. The led on the mobile view station (mvs) goes off when attempting to take an image and there are clicking noises in the gantry. Several restarts did not fix the issue. The dongle has been causing intermittent issues with this system. There was no patient present at the time of the event.